Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining false positive beta human chorionic gonadotrophin (bhcg) results on one (1) patient's sample generated by the access 2 immunoassay system. The patient's results had yielded negative on a previous sample and was discordant to an alternate method. No erroneous results were reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attribute or connected to this event.

Manufacturer narrative:
Sample collection and centrifugation information was not supplied. Sample was aspirated from the primary collection tube for analysis. Further analysis was performed by customer product line support (cpls) for this event. The cpls investigation showed a possibility of pack contamination that may cause qc out of range. High qc results were obtained on two reagent packs used in lot 071024 (reagent lot used during the time of the event). This contamination is limited to and do not explain the erratic results described in this complaint. Bec would recommend to the customer, in case of similar issue, to transfer the sample from the original tube and re-centrifuged prior to re-test. After centrifugation sample should be handled carefully to avoid cellular debris re-suspension that may interfere with the assay. No clear root cause could be determined.